Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 20mar2026. Medwatch report is mw5185866.

Event description:
After priming the patient's medications, an air bubble formed in the IV tubing within the alaris pump. Despite multiple attempts, the pump continued to alarm and required re-priming.

Manufacturer narrative:
Additional information: investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.